Event description:
It was reported that the home patient (hp) had a homechoice (hc) that was "popping" the cassettes. The damage to the cassettes had occurred while performing automated peritoneal dialysis therapy (apd). There was a patient involved, however no adverse event was indicated at the time of the initial report. Additional information was requested but was not available. This is report 1 of 2 for this event.

Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up will be submitted.